Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked. (B)(4).

Event description:
The reporter stated the lens tore in the injector as it was advancing towards the eye. There was patient contact, but the lens was only partially inserted. The lens was removed without any patient injury. The reporter stated the incident was the result of a loading error.